Manufacturer narrative:
Details of complaint: the customer reported that their central nurse's station (cns) was not powering back up after a generator test. This cns was monitoring a variety of transmitters and bedsides at the time. The customer also reported that they tried using a known working dvi cable and a known working monitor, but the issue persisted. They sent this unit in for a repair. Service requested / performed: evaluation / repair: on (B)(6) 2020, the nihon kohden america repair center (nka rc) noticed no physical damage. Upon rc evaluation, the reported problem was duplicated. On (B)(6) 2020, nka rc replaced both hard drives, #9000006111a, with sw ver 02-40, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on (B)(6) 2020 investigation summary: the root cause of the issue is determined to be considered hard drive failure. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Hard drive failures probably attributable to reaching the end of expected useful life (approximately (B)(4) hours of use - every two years). In this incident, the device has been in use for five years with no history of hdd replacement, and hard drive degradation most likely the cause of the device failure. The overall risk of this event is high. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on the rationale provided in hha 20-001. The problem does not warrant/require a CAPA. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: transmitters: model #: ni. Serial #: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Bsms: model #: ni. Serial #: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative. Corrected information: e2 health professional?: corrected the selection to "no," as the reporter was not a health professional.

Event description:
The customer reported that their central nurse's station (cns) was not powering back up after a generator test.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not powering on after a generator test. This cns was monitoring variety of transmitters and bedsides at the time. The customer also reported that they tried using a known working dvi cable and a known working monitor, but the issue persisted. They will be sending this unit in for a repair. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Variety of transmitter were used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni. Multiple bsm's were also used in conjunction with the cns, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: bsm's: model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is not powering on after a generator test.